Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a hole in the cable, the cord was damaged. This event occurred during sedation at procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lines showing on image a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probable causes of the alleged failure of hole in the cable so the cord was damaged was due to cut on cable. The event lines showing on image due to faulty charged coupled device. The most probable cause of this complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.